Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has also been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted according once the product evaluation has been completed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted in the pulmonic position for approximately 12 years and one (1) month, was explanted due to pulmonic regurgitation secondary to calcification. This device was originally implanted for pulmonic valve replacement to correct pulmonic regurgitation. This device was explanted and replaced with a 25mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The condition of the explanted valve was reported as ¿there was a calcification on this valve, and it led to pulmonic regurgitation¿. The patient status was reported as ¿recovered¿ at ICU.

Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed. Report of regurgitation was visually confirmed due to gap in central coaptation region. What appeared to be a section of the pulmonary artery remained attached to the valve around leaflets 1 and 3; the section measured approximately 1.3 inches in diameter. Calcification was observed on the fragments. The fragment was removed for evaluation purposes. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 9mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm near commissure 1 on outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. Hardened leaflets, along with host tissue and calcification interference led to a gap in the central coaptation region. As received, the wireform was exposed on commissure 2. The wireform became exposed around leaflet 1 due to the pulmonary artery fragment being removed. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.